Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Device is noisy. Device hot to touch. The patient reported to philips that while using the dreamstation 2. The patient alleged device was hot to touch, and it was noisy. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information regarding a dreamstation 2 adv auto CPAP device. The patient alleges their device was hot to touch, and it was noisy. In this report, sections d1, d7(a), h3 and h6 (eval method code, eval results code, component code, and conclusion code) has been corrected. Additional information was received alleging the device/power cord or supply is too hot to touch, "settings change on their own," and the humidifier is not working. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
On the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report.